Event description:
The customer contact reported breakage of the clave secondary port. The tubing set was to be used to deliver 900mg/100ml clindamycin. It was reported that during priming of the tubing set prior to patient use as the cassette was inverted to prime, a leak was noted. Approximately 30ml of solution leaked. At that time, the nurse noted breakage of the clave secondary port. The tubing set was replaced and therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.